Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zeego system. A dose issue was reported by the customer. There is no report of impact to the state of health of any patient or user involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. Assessment of the log files does not indicate a system failure or malfunction and no non-conformity was identified. The investigation showed that the system works as specified. This has been verified by the service technician on site and by the specialists in the lab. The investigation does not show a malfunction or deterioration in the characteristics or performance of the device. According to the log assessment dd: (B)(6) 2020 there is no hint of system failure or system malfunction that would potentially result in a high dose situation. The entire dose was applied without a failure or malfunction of the system under the control and supervision of the operator. The operator should recognize total dose applied at any moment of the procedure on the monitor. The applied dose levels were in accordance with the system settings and imaging conditions, as well as the applicable regulatory requirements. In accordance with the log file assessment and the radiation event protocol for patient 1 (treated (B)(6) 2020; 09:09:02 till 10:59:00) and patient 2 (treated (B)(6) 2020; 12:52:11 till 15:33:43) the involved dose meets the expectation of the manufacturer in regards to the performed examination. Furthermore, it could be confirmed that in both cases the applied dose is not equal to the alleged dose. The system including the dose measuring device "diamentor" corresponds to the iec60580. In accordance to the process of measuring; there are different parameters (humidity; atmospheric pressure, temperature) which influence the outcome. With the siemens system, the diamentor can be adjusted to reduce the uncertainty as low as possible. According to the dose reports it can be determined that the diamentor concerned was in specification but near the upper tolerance limit (+23%). In regards to the adjusted uncertainty of +23% the following dose values are considered to be applied. Patient 1: fluoro dose reported: 9106 mgy = fluoro dose applied ~ 7.4gy acquisition dose reported: 1198 mgy = acquisition dose applied ~ 0.9gy patient 2: fluoro dose reported: 9340 mgy = fluoro dose applied ~ 7.6gy acquisition dose reported: 1485 mgy = acquisition dose applied ~ 1.2gy the system has been checked on site by the local service organization and is working as specified. The result of the investigation does not indicate a system failure or malfunction.